Manufacturer narrative:
Investigation summary: two samples were received for evaluation by our quality personnel. Upon inspection of the samples, the protector was properly fitted to the vial, the needle penetrated the vial stopper properly, however, was out of center in the first sample and the needle was detached from the protector. No other damaged was noted and a leak was only observed in the first sample. Functional testing was performed on the samples, liquid moved between syringe and vial without issue. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Product undergoes a series of tests and inspections during manufacturing to ensure the quality and functionality of the device, including leakage testing. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. The protector must be attached completely vertical to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and defect will continue to be monitored by our quality team.

Event description:
It was reported that the protector p14j experienced leakage between the protector and vial during use. The following information was provided by the initial reporter: connected the protector to the vial with assmbly fixture. Then connected the injector and turned up the vial and drew the drug. Medication leaked from the connection of the vile and the protector(notch of the protector). Hcp drew only 1ml out of 2ml.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the protector p14j experienced leakage between the protector and vial during use. The following information was provided by the initial reporter: connected the protector to the vial with assembly fixture. Then connected the injector and turned up the vial and drew the drug. Medication leaked from the connection of the vile and the protector(notch of the protector). Hcp drew only 1ml out of 2ml.